Manufacturer narrative:
Concomitant medical product: (B)(4) ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable.

Event description:
It was reported that the svc (superior vena cava) impedance on the right ventricular (rv) lead has recently been variable and that an alert triggered for high svc impedance. It was also noted that the rv coil impedance was also showing variances and high impedance readings. The lead was explanted and replaced. No patient complications have been reported as a result of this event.